Event description:
Affiliate reported that a reservoir was used in an evulsion of a synthetic graft procedure. The pt developed a fever on postoperative day 5. The wound was opened, cleansed and drained. The pt cultured positive for methicillin resistant s. Aureus and a positive blood culture for coliform bacteria. The current condition of the pt is unknown.